Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the lot/serial number was not provided by the customer. The product was not returned and not enough info was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 04/21/2011, 05/05/2011 and 05/18/2011 by fax, mail and phone. Add'l info was received on 05/17/2011 by mail and 05/18/2011 by phone. (B)(4).

Event description:
A surgeon reported having a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the surgeon stated, the pt was three quarters of a diopter off and he had called the MFR for a recommendation for a piggyback lens. He stated, he does not consider this to be a refractive error and would not give any further info.